Event description:
It was reported to philips that the system did not start. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed that the hdd in flexvision pc was defective also had pc issues. Review of the logfiles confirmed the flexvision pc malfunction. Fse replaced the hard disk in flexvision pc but without geo function. Fse identified that the 4v power supply from the 2ny in the r cabinet was defective. Fse replaced the 12 v power supply which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the hard disk in the flex vision pc was defective. Log file analysis indicated a malfunctioning flex vision pc, and that the host-pc was unable to connect to the flex vision-pc, confirming the reported problem. The fse replaced the hard disk in the flex vision pc, which resolved the boot up issue. The codes were updated based on the investigation outcome.